Manufacturer narrative:
It was reported that the cable has a cut. The reported event was confirmed. The service evaluation revealed the cable is pinched and shows cuts in the coating. Further evaluation also revealed a sticking locking pin and a worn housing. The most likely cause has been attributed to improper device handling resulting in the observed damages at the cable.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the cable has a cut. There was no harm for the patient, operator or third party reported. No further information received.